Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis. No blood glucose readings were reported. Troubleshooting was performed and the insulin pump passed the prime test but failed the high pressure test. The insulin pump programming was correct.